Event description:
A customer reported that during intubation of a patient, using a glidescope spectrum single-use lopro s3 laryngoscope, they realized that the light on the laryngoscope did not turn on while it was connected. It was reported that once the laryngoscope was inserted into the patient it was then noticed that the picture was dark. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The reported glidescope spectrum single-use lopro s3 laryngoscope used during the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported issue. The device passed visual inspection. When connecting the reported device to verathon's test equipment, it produces a normal image; however the led does not illuminate. The glidescope spectrum single-use lopro s3 laryngoscope failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the lopro s3 was scrapped due to being a single-use device. Corrective action is not required at this time. Verathon will continue to monitor for trends.